Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, systemic heparin was stopped due to heparin-induced thrombocytopenia and thrombosis (hitt) concerns. Additionally, the staff added argatroban and dextrose in the purge. It was reported that the patient was normally weaned off the impella and survived the procedure.